Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "dr. Was inserting the guide wire into patient it would not advance. We discovered a kink in wire, upon examining the wire they found a second kink. It was removed for pt safety we started over with a new central line kit. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.".

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided 7 photos for analysis. The complaint of a kinked guide wire was able to be confirmed by the photos as they revealed multiple kinks along the guide wire body. Discoloration of the guide wire was also observed, consistent in appearance to biological material. Photos of the product lidstock were also provided. As no sample was returned for analysis, a complete visual inspection could not be performed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "dr. Was inserting the guide wire into patient it would not advance. We discovered a kink in wire, upon examining the wire they found a second kink. It was removed for pt safety we started over with a new central line kit. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.".